Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, a partial connector portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage. Further information was requested but not received.

Event description:
New information received noted that the right ventricular lead was explanted. Patient status was not known.